Manufacturer narrative:
E1: (B)(6). This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d5, d8, e2, e3, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was inspected on-site during service inspection where the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: cause of the flushing pump not working was due to a component failure of the foot switch. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the olympus flushing pump couldn't apply for foot switch. There were no reports of patient harm.

Event description:
It was reported the olympus flushing pump couldn't apply for foot switch. There were no reports of patient harm.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.